Event description:
It was reported that this right atrial (ra) lead exhibited noise. Also, chest x-ray did not show obvious resin for noise on leads other than it was both under clavicle so subclavian crush was a possible cause. There was no pacing inhibition or inappropriate therapy, but the physician wanted to extract leads to avoid future problems. This lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).